Manufacturer narrative:
The field engineering specialist found that the ise sipper tubing was pushed too far into the probe which can cause extra air into the probe while aspirating the patient samples. He checked the gear pump pressure, the sample/reagent probe alignment, the sample/reagent rinse bath washing area, the rinse mechanism nozzle alignment, and the sample/reagent probe aspiration and dispensing. He moved the sipper tubing to the correct position. He performed precision testing. The customer performed qc and calibration testing with acceptable results. The investigation determined that the service activities resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of multiple questionable results for 2 patients tested on cobas 6000 c (501) module. From the data provided, 1 patient had discrepant results for the following tests: ureal urea/bun, crej2 creatinine jaffé gen.2, gluc3 glucose hk gen.3, ca2 calcium gen.2, and ise indirect na, k, cl for gen.2. The initial results were reported outside of the laboratory. The patient received the following treatment and procedures based on the initial results: hypertonic saline for hyponatremia, insulin, dextrose, bicarbonate for the hypercalcemia, a central line and clinton catheter for emergency dialysis (the customer stated that these were not utilized). The customer confirmed that the patient was not harmed due to the treatment and was released from the hospital. The customer stated that the technician should not have released the initial results. Reagent lot information is found in the attachment. The initial patient sample was aliquoted by a modular pre-analytical system.